Event description:
The rep reported the device was used during a pelviscopy. It was reported the 511sd was used as the initial port at the umbilicus without insufflation. The safety shield failed to properly cover the blade upon insertion. The trocar was not replaced and the case was completed. There was no consequence to the pt.